Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
It was reported the patient was having an MRI for their knee. It was unknown if the MRI was related to their device or therapy however the hcp noted that the patient's device had been of because it was not working. No cause, interventions, or outcome were reported noted however additional information has been requested and if received a follow-up report will be sent.